Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the errors 23068, 1173 and 32098 were found indicating sensors error on carriage, confirming the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform where carriage current test failed on instrument sterile adapter (isa), replicating the reported event. As a result of these findings, failure analysis was able to conclude that the carriage isa was found to be the source of the reported event. The probable root cause is attributed to sensor errors from a faulty carriage isa located on usm.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer received error 23068, the error kept appearing, and power cycling the system did not resolve the issue. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.